Manufacturer narrative:
Investigation included technical troubleshooting with the user and replacement of the implicated infusion set and related supplies. Investigation of this case revealed that the occlusion condition and motor stall could not be resolved through user-led priming and reattachment steps. It was concluded that an insulin delivery interruption occurred due to a suspected occlusion associated with the infusion set, with the device otherwise functioning as designed pending further evaluation.

Event description:
It was reported that the user experienced repeated occlusion alerts and a motor stall alert that persisted after priming and rewinding, despite changing infusion supplies; a dry run and reattachment were performed, and replacement infusion supplies were shipped, with instruction to use backup therapy if the alarm recurred. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included a temporary interruption of intended insulin delivery and reliance on backup therapy until replacement supplies arrived.